Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small air bubble was observed in the line of an extension set. This occurred during priming. The device was being used with a non-baxter pump. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A visual inspection was performed with no issues noted. The device was functionally tested by priming the set with water and pressure tested with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.